Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue and high blood glucose. The customer's blood glucose was over 600mg/dl at the time of incident. Trouble shooting was performed and found blood glucose value from reported 195 mg/dl and sensor value from reported 40. The difference is not within target range of glucose difference. Insulin delivery was suspended due to sensor values. Threshold/low suspend limit in sensor settings: 80. Offered to review site selection, taping, insertion and calibrations. Customer declined to review. Explained common contributing factors include, non-optimal insertion, site location, taping, and timing of blood glucose entries. Customer decline troubleshooting for the high blood glucose. Advised sending replacement sensors. The insulin pump will not be returned for analysis.